Event description:
The lead was replaced on (B)(6) 2023. Issues regarding the lead were already reported when collette staal called in (B)(6) 2023 the heating at the site was told to rep on (B)(6) 2023. Rep reported lead was replaced because of electrodes with high impedance and avoid using alerts. It was not determined why the lead went out, it was just replaced. And no issues going on with the new lead. Rep called into tech services about the heating. They discussed turning the recharge speed down and see if that helps. Rep has not been in contact with this patient since.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported since lead was replaced, the ins is getting hot under the skin halfway through a recharge session, and it was recommended to the patient to change the recharge speed. Rep states all connectivity checks and impedances are within normal limits. Rep also reports patient was previously having an issue with their controller (ts called back and confirmed this was replaced and reported on march 6) and rtm (see case numbers in secure note), and most recently had their rtm replaced. Ts advised rep to have patient follow up with their hcp. Closed case. Mdt rep called with patient in clinic. Rep states patient's lead revision is reported on mpxr (see secure note for number). Rep states the ins is getting hot under the skin halfway through a recharge session, and it was recommended to the patient to change the recharge speed. Rep states all connectivity checks and impedances are within normal limits. Rep also reports patient was previously having an issue with their controller (ts called back and confirmed this was replaced and reported on march 6) and rtm (see case numbers in secure note), and most recently had their rtm replaced. Ts advised rep to have patient follow up with their hcp. Pt call requesting information regarding recent MRI. Pt stated they had imaging in february prior to their lead revision. Pt stated the hcp <(>&<)> rep told them they should have not had the type of imaging they received bc it could cause possible tissue / nerve damage. Patients controller displayed that images indicating 'MRI eligibility cannot be determined'. Pss reviewed conditional labeling for 1.5 tesla requirements. Pss redirected pt to their hcp to address concerns <(>&<)> questions. Pt stated they were changing hcp. Upon further review: pt stated the MRI was for neck <(>&<)> shoulder <(>&<)> they had seen their hcp on (B)(6) 2023 for a post-op following lead revision. Pt noted the mdt rep was also present for their appt. Patient services specialist(pss) made an outbound call to the pt because pt called in earlier today and said they just wanted to talk to a supervisor(no other information was disclosed). During the outbound call, pt said they just had their 5th revision surgery and had an MRI performed last month of their head and neck area(right where the leads are). Pt said the hcp then told the pt that the pt should not have gotten an MRI and MRI could have damaged spinal cord stimulator(scs) and the soft tissue. Pt said the mdt rep. Informed them that the placement of their leads were not FDA approved and thus, the pt should not have had MRI. Pt said now, they were receiving conflicting information from hcp who said the pt can get MRI. Pt said surgeon and mdt rep. Are not on the same page. Patient services specialist(pss) explained MRI guidelines to the ptand consulted with a technical services agent for more information on why the pt would be MRI indeterminate. Technical services agent used the MRI decoder tool to determine that 2 leads may be implanted in the pt's neck area and a third lead may have an unknown placement. Pss discussed this information with the pt and the pt said they only had 2 leads and were confused and escalated by the 3rd lead registered to pt. Pt said they "had tests done that are not safe for their body" and got "neglectful treatment" from hcp and mdt. Pt said they are considering getting a lawyer and had been misinformed. Pss emailed local mdt reps for visibility. See secure note for MRI reference number provided by pt on call. Patient had a cervical MRI in february with lead placement at t2 in the soft tissues, outside of the epidural space. Caller states that if patient's have a longer neck, within their practice, they can potentially get diagnostic imaging of the neck when leads are kept outside of the t/r head coil. This patient had an MRI and a t/r head coil was used to get images of their neck while the leads were kept outside of the coil. Caller states the patient is now being told (after their MRI) that she should not have had an MRI, the MRI could have been burned and the patient is reported to feel scared and "worked up" that they were put at risk. Caller states he spent half an hour on the phone with the patient yesterday explaining the reasoning behind the MRI. Caller also states the patient requested he follow-up with mdt, as she had spoken with ps agent, who stated the patient was not MRI eligible. Patient is also continuing to state her generator is getting warm when she charges following her lead revision (documented in this case) and she is scared to use it now. Caller reports he told the patient to reach out to mdt. Caller also confirmed that at the time of the MRI, the pat ient had their controller and was able to verify that the neurostimulator was turned off. Ts reviewed MRI guidelines for off-label placement and confirmed that the patient would not be eligible for an MRI.